Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the pulse generator, it exhibited the device's heart rate was 30 to 40 beats per minute. The auto capture test exhibited the heart rate was at 100 beats per minute.